Event description:
It was reported that, during a rotator cuff repair, after the sutures were tensioned and locked, it was not possible to drive the healicoil anchor; it did not work. The tip with the sutures through it fell off in the bone hole and the anchor could not get inserted; so the tip with sutures were left in the patient. It is unknown if there was a delay. The procedure was completed with the same device, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that the distal tip and plug were missing. The anchor appears intact with bio debris in it. A functional evaluation of the device showed that the distal tip/plug actuator functioned as intended. The anchor actuator functioned as intended. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports that the healicoil anchor malfunction during implantation. It was communicated via e-mail that the tip of the anchor was left in the hole because it separated from the inserter. It was also noted that ¿he did a test pull and it seemed somewhat secure but obviously not ideal.¿ although requested no images or the operative report were provided for review. Based on the limited information provided we are currently unable to rule out a user vs procedural variance as a contributing factor to the reported event. The healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time. H6: health effect - clinical and impact code correction.